Event description:
This report summarizes 77 malfunction event(s), where it was reported the devices experienced an inability to adjust the cot height or a fowler stuck elevated or a fowler stuck lowered or false engagement of the handle in the upright position there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 74 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 76 malfunction event(s), where it was reported the devices experienced an inability to adjust the cot height or a fowler stuck elevated or a fowler stuck lowered or false engagement of the handle in the upright position there was no patient involvement.

Manufacturer narrative:
1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. An additional event was identified and therefore added to this summary report.

Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this. 1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this. 2 devices are still pending evaluation.

Event description:
This report summarizes 76 malfunction event(s), where it was reported the devices experienced an inability to adjust the cot height or a fowler stuck elevated or a fowler stuck lowered or false engagement of the handle in the upright position there was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
No new information.